Event description:
It was reported that during an unknown procedure, the stapler would not fire or release. No other information available at this time. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? How was the device removed from the tissue? Was there any damage to the tissue?